Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported vision issue experienced by the customer was related to the video input output processor board (vio). The system was repaired by replacing the affected vio. As of december 06, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgeon experienced a black image through both eyes of the high resolution stereo viewer which is located on the surgeon side console (ssc). Additionally, the touchscreen monitor located on the vision side cart (vsc) displayed color bars. With the assistance of an isi technical support engineer (tse), the site verified settings and pressed the bars button on the camera control unit (ccu) to repair the color bars on the touchscreen monitor. Additional troubleshooting to repair the image on the ssc consisted of reseating cables, verifying the green led on the rear of the digitizer and rebooting the system multiple times; however, the black image persisted. The patient was under anesthesia for 1.5 hours and port incisions had been made before the surgical staff made the decision to abort the procedure and reschedule for a later date. No patient harm, adverse outcome or injury was reported.